Manufacturer narrative:
After removing the 5x18 palmaz blue on aviator plus peripheral stent system from the packaging box, it was found that the stent was separated from the loading balloon, therefore it could not be used. No patient injury was reported. The product was stored and handled according to the instructions for use (IFU). There were no anomalies noted to the packaging before removal of the device. The device was inspected and prepped as specified by the IFU. The stent was not manipulated during prep. The intended procedure was a vertebral artery stent implantation. The target lesion was the opening of the vertebral artery. The procedure was completed using another unknown stent. The device was returned for analysis. A non-sterile unit of blue/aviator/plus 5x18/142p pk was returned coiled inside of a clear plastic bag. Per visual analysis, the balloon was received deflated noting the stent mounted in the correct position. No dislodged condition was noted. No damages or anomalies were noted. Per microscopic analysis the correct mounting and the correct position of the stent was confirmed. No damages or anomalies were noted. A product history record (phr) review of lot 17726489 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent - dislodged during prep¿ was not confirmed by analysis of the returned device. The exact cause of the reported event could not be confirmed. The stent had not been dislodged and was positioned on the delivery system as intended. According to the safety information in the instructions for use ¿the cordis palmaz blue .014 peripheral stent system is intended for use in the treatment of atherosclerotic disease of peripheral arteries below the aortic arch. The use of this product for procedures other than those indicated in these instructions is not recommended. Prior to use, the product should be examined to verify functionality and integrity.¿ the palmaz blue on aviator is not indicated for use above the aortic arch and therefore this is considered off-label usage. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process; therefore, no corrective/ preventive action will be taken at this time.

Event description:
As reported, after removing the 5x18 palmaz blue on aviator plus peripheral stent system from the packaging box, it was found that the stent was separated from the loading balloon, therefore it could not be used. No patient injury was reported. The product was stored and handled according to the instructions for use (IFU). There were no anomalies noted to the packaging before removal of the device. The device was inspected and prepped as specified by the IFU. The stent was not manipulated during prep. The intended procedure was a vertebral artery stent implantation. The target lesion was the opening of the vertebral artery. The procedure was completed using another unknown stent. The device will be returned for evaluation.